Event description:
It was reported, the patient sent a remote transmission when experiencing symptoms standing up and the sensor of the device registered supine position. Additionally, the p waves were not visible in the egm. Technical support was contacted. Further information has been requested but has not yet been received. There were no patient consequences.